Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported physician used a pacific xtreme for treatment of the patients superficial femoral artery (sfa). Lesion morphology unknown. It is reported a during use the balloon burst (radial) and a bailout procedure accomplished. No patient injury reported.